Manufacturer narrative:
The immucor laboratory was unable to test retention product because it had already expired on 12mar2012, prior to the report of the event from the customer site. A search of the device history record for this product was performed, and determined that lot number 964020 met all of the product requirements for potency, reactivity, avidity and specificity prior to release. A review of product history revealed that there were no additional complaints of unexpected negative reactivity that were received for lot number 964020. Product expired in 2012.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative result when using gamma-clone anti-e (monoclonal blend) with manual testing methodology, when tested in 2012.